Manufacturer narrative:
Date of event: unknown event date. This report is for an unk - screws: trauma / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of five (5) unknown screws and an unknown plate of the fifth metacarpal due to pain. No screws were broken. 4 screws were removed. 1 screw stayed in patient (the last screw would not budge). For broken devices and there were fragments generated and the fragments were not removed from the patient¿s body. Surgeon reports that screw and plate welded together. Additional 20 minutes needed for a different tray and cutting of the plate. Patient outcome was unknown. (B)(4).